Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: dissection requiring surgical intervention. Device issue: failure to advance. It was reported that after a failed attempt to cross the lesion with another company's stent, an attempt was made to cross with a 3.0 x 15 mm promus (same size), which also did not cross. Between the two attempts to cross and trying to dilate with another company's balloon catheter, which is a hard material balloon, a dissection was noticed. The pt went to surgery and is reported to be well. It is not known which device caused the dissection. No additional event or pt info is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
Results and conclusion summation - dissection is a known risk of coronary stenting procedures, and is listed in the IFU as a potential adverse event. Dissection can be influenced by several factors, including but not limited to; lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Further, dissection and hospitalization are listed in risk assessment, as no-fault post-procedure complications and are not necessarily an indication of a product quality issue.